Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that her infusion device displayed "3.00" and "77" on the display screen. The patient stated that the power pack had been in the device for 4 weeks. The patient was aware of the power pack recall and that the power packs had been corrected. The patient stated that she must have had the old power pack in the device and did not exchange it. The patient was advised to discard all old power packs and use only the corrected ones. The patient reported that she did not have any power packs with her, but she would go home and replace the power pack. The patient did not experience any blood glucose concerns. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.